Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2 - 0.9, lab 3.4. No therapeutic range provided. Tests were performed on the same day; exact time frame between the two was not provided. Caller stated that they had discrepant low inratio2 vs lab results on 3-4 patients but only one set of data was provided.

Manufacturer narrative:
It is indicated that product is not returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there I sno indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. No corrective action required at this time as no product deficiency was established.